Event description:
Allegedly, plate is broken.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Attempts are being made to have the component returned. This report will be updated when the investigation is complete.